Event description:
Reportedly, the inner seal disengaged from the instrument and fell into the pt cavity. The seal was retrieved by removing the port and extending the original incision to complete the case. Procedure: lap gastric banding. Pt status: no pt injury reported.